Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation.

Event description:
It was reported that the patient underwent a procedure for lumbar fusion at l5-s1. The surgeon was having difficulties in getting the set screw to break off at final tightening. Upon inspection the internal threads of the screw had shredded and some pieces were in the patient. Screw and fragments were removed and screw was replaced with a fresh screw. No patient complications were reported.